Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced poor quality of vision, bothered by glare, halos and intolerant of multifocal lens likely due to increased higher order aberrations. The lens was later exchanged approximately 1 month later in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).